Event description:
The customer reported that no image would display on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A fuse in the workstation was replaced. The system was tested and found to be working as intended and put back into service.